Event description:
It was reported that a xr30b was used during an unk procedure. It was reported by the affiliate that the jaw would not open, since the pin did not move (could finally open). There was no consequence to the pt.